Event description:
The customer reported that on 2/12/98 vasoseal was used following a diagnostic catheterization procedure. Fifteen minutes later, the pt's groin began bleeding along with a drop in blood pressure and heart rate. The pt was given atropine and dopamine and manual pressure was held to achieve hemostasis. It was noted in the pt's chart that there were multiple sticks to gain access into the artery.